Event description:
The hosp staff attempted to use the device to administer defibrillator shocks to a pt (patient details were not provided) using internal paddles. Two shocks were attempted and each time the discharge button was pressed, the device allegedly displayed an 'energy fault' message and failed to deliver the shock to the pt. A second set of internal paddle cables was made available and used to administer shocks to the pt with no other problems reported. The pt was not resuscitated. The customer is not alleging any causal association between the device operation and the pt's outcome.